Event description:
The patient reported that on (B)(6) 2019 the v-go he was wearing on the back of his arm lifted off his body after only having it on for 6 hours. The patient reported that he was washing his hands and that is when it happened. The patient did confirm with us that he did prepare the infusion site correctly by cleaning the area with a alcohol swab and letting the area dry.